Event description:
It was stated that the insulin pump alarmed motor error alarm during the rewind. It was also stated that the customer was hospitalized for hyperglycemia and ketones. No blood glucose reading was reported. Troubleshooting was not performed due to the motor error alarm. Nothing further was reported.

Manufacturer narrative:
The insulin pump alarmed motor error to a faulty component on the interface board. Unable to perform further testing due to the motor error alarm.